Event description:
The customer reported that her olympus hd camera head was presenting a b30 scope communication error during use. According to the initial reporter the error was still occurring after having been cleaned and used with a separate system. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d9, e2, e3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The camera head was not returned. Based on the results of the investigation, the root cause of the b30 scope communication error was unable to be identified. Olympus will continue to monitor field performance for this device.